Event description:
Boston scientific corporation became aware of an event in which during preparation as the physician attempted to remove the steam shaping mandrel, the subject device broke. The pt sustained no injuries due to this event.